Event description:
This procedure was performed in another country: at 6-month follow-up, it was judged by the site that there were no stent fractures seen at x-ray in the sfa. An independent evaluation, was performed and a type I fracture observed. The images reveal that the stent was implanted in an irregular lesion.